Event description:
An ipp device was implanted on 8/23/85. The cylinders and pump were revised on 6/3/87. The pump was revised on 9/18/91. Info received on 2/28/97 indicates the pump and cylinders were removed from the pt on 10/29/92 due to pump hanging out of scrotum and both cylinders are sticking out.